Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found visually, there was no damage in the construction of the device observed by the unaided eye. Functionally, a syringe was used to inject 15cc of air into the cuff balloon and there were no issues observed during inflation. The cuff was re-inflated and deflated multiple times and no leaks were observed. For further analysis, a leak test was performed by submerging the entire device in water and no bubbles (leakage) were observed. The cuff and pilot balloons were manipulated and no leaks were observed and the pilot balloon inflated as intended. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previously applied codes fdm b21, fdr c21 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during anesthetic set up, prior to intubating patient, three emg tubes were not working. One emg tube wasn¿t holding the air in the cuff due to a leak. This was exchanged with 2 more (from the same box) which had the same issue. Air was steadily introduced to check for leakage with 5 ml syringe. The fourth one maintained it¿s seal and was used for the case. There was no patient involved.